Event description:
It was reported that the item jams during the surgery, it couldn`t be moved anymore.

Event description:
It was reported that the item jams during the surgery, it couldn`t be moved anymore.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding mechanical jamming involving a femoral impactor extractor was reported. The event was not confirmed. Upon functional inspection, it was observed that the femoral impactor extractor has some slight resistance. Lubrication of the spring and threads made it easier to tighten and release the device. The device is functionally acceptable. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The investigation indicated the event is not device related.